Event description:
Fmc canada complaint (#0975) received for eval. Customer complaint record states "six blood leaks" and nothing further. 5/26/1999 fmc canada called to retrieve info for complaint investigation. Actual sample discarded, returning six companion samples. Quality systems is not informed of blood loss, pt injury or illness or any medical intervention associated with these incidents. 5/26/1999 customer reported a 300cc blood loss. Model of dialyzer reported as f80. Incomplete pt info provided. This is first of six reported leaks without further info made available by the customer. MDR filed due to blood loss.